Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during dft testing of a new implanted ICD, while the patient rhythm was still in vf, device diagnosed it as return to sinus. The behavior was seen after the delivery of first and second shock, which were unsuccessful in converting the rhythm. The 3rd shock converted the rhythm to sinus successfully. The device was reprogrammed and remains implanted.